Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device location of device: migration of essure coil into unknown area, migration of essure coil into femoral area/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2017, ibuprofen since 2013, metformin from (B)(6) 2013, mometasone furoate (flonase) since 2017 and naproxen sodium (aleve) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), urinary incontinence ("bladder problem/ bladder or urinary problems or changes: bladder leakage") and abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In 2013, the patient experienced vision blurred ("vision problem/ vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, urinary incontinence, fatigue, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, mood swings, libido decreased and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, gen. Abnormal. Bleed, migration, bladder probs, fatigue, gi conditions, hair loss, dental problem,headaches, nausea, vision problem and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2018: one side was occluded and other implant was gone and the tube was gone; on (B)(6) 2013: failure to occlude (close) fallopian tubes migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), vaginal discharge, apareunia (inability to have sexual intercourse), low libido, mood swings, vaginal pain. And previously reported event- bladder problem updated to event- bladder leakage and event- gastrointestinal disorder update to event- bloating, event-vision problem updated to event- blurred vision. Reporter information, concomitant drug, lab data were added. Seriousness criteria removed for event genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device location of device: migration of essure coil into unknown area, migration of essure coil into femoral area/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. A64625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2017, ibuprofen since 2013, metformin from february 2013 to april 2013, mometasone furoate (flonase) since 2017 and naproxen sodium (aleve) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), urinary incontinence ("bladder problem/ bladder or urinary problems or changes: bladder leakage") and abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating"). In 2013, the patient experienced vision blurred ("vision problem/ vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). In april 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, urinary incontinence, fatigue, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, mood swings, libido decreased and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, gen. Abnorm. Bleed, migration, bladder probs, fatigue, gi conditions, hair loss, dental problem,headaches, nausea, vision problem and weight loss. Insertion date discrepancy: (B)(6) 2013. Visualized 5 coils on patient¿s right ostium and 3 coils on patient¿s left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2018: one side was occluded and other implant was gone and the tube was gone; on (B)(6) 2013: failure to occlude (close) fallopian tubes migration of essure device. Pregnancy test urine - on an unknown date: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number, lab data, rcc notes and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device location of device: migration of essure coil into unknown area, migration of essure coil into femoral area/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. A64625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2017, ibuprofen since 2013, metformin from (B)(6) 2013, mometasone furoate (flonase) since 2017 and naproxen sodium (aleve) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), urinary incontinence ("bladder problem/ bladder or urinary problems or changes: bladder leakage") and abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating"). In 2013, the patient experienced vision blurred ("vision problem/ vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, urinary incontinence, fatigue, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, mood swings, libido decreased and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, gen. Abnorm. Bleed, migration, bladder probs, fatigue, gi conditions, hair loss, dental problem,headaches, nausea, vision problem and weight loss. Insertion date discrepancy: (B)(6) 2013. Visualized 5 coils on patient¿s right ostium and 3 coils on patient¿s left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2018: one side was occluded and other implant was gone and the tube was gone; on (B)(6) 2013: failure to occlude (close) fallopian tubes migration of essure device. Pregnancy test urine - on an unknown date: negative. Lot number: a64625, manufacturing date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device location of device: migration of essure coil into unknown area, migration of essure coil into femoral area/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2017, ibuprofen since 2013, metformin from (B)(6) 2013, mometasone furoate (flonase) since 2017 and naproxen sodium (aleve) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), urinary incontinence ("bladder problem/ bladder or urinary problems or changes: bladder leakage") and abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In 2013, the patient experienced vision blurred ("vision problem/ vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, urinary incontinence, fatigue, abdominal distension, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, mood swings, libido decreased and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, gen. Abnorm. Bleed, migration, bladder probs, fatigue, gi conditions, hair loss, dental problem,headaches, nausea, vision problem and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2018: one side was occluded and other implant was gone and the tube was gone; on (B)(6) 2013: failure to occlude (close) fallopian tubes migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, gen. Abnorm. Bleed, migration, bladder probs, fatigue, gi conditions, hair loss, dental problem,headaches, nausea, vision problem and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) malposition, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event injury to herself was updated with new events device migration, gen. Abnormal. Bleeding, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder problem, fatigue, gi conditions, hair loss, dental problem, hormonal changes, headaches, nausea, vision problem and weight loss were added. Patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.